Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received a "check sensor" message on the same day he applied the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating. A reading of 63 mg/dl was obtained on an unknown glucometer and the customer was treated with oral sugar by his mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported the customer received a "check sensor" message on the same day he applied the adc freestyle libre sensor. Customer experienced unspecified symptoms of hypoglycemia and was incapable of self-treating. A reading of 63 mg/dl was obtained on an unknown glucometer and the customer was treated with oral sugar by his mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.